Manufacturer narrative:
B5; additional information received: it was confirmed the endurant stent grafts had been implanted to treat thoracic abdominal aortic aneurysm. No other issues were noted in the devices apart from the loss of seal in etlw1620c124e . No ib endoleak was present along with the loss of seal. The disease progression had occurred at the distal end of the limb. The intervention was performed as it was thought that continued disease progression would lead to a ib endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two endurant ii/ iis stent graft system were implanted during the treatment of a thoracoabdominal aortic aneurysm. An additional endurant limb (etlw1616c156e) was implanted approximately 2 years post the index procedure. It was reported during a follow-up CT imaging approximately 5years post the index procedure., a loss of seal of the endurant etlw1620c124e limb extending past the internal iliac was observed. Intervention was performed the next day and an endurant ii/iis limb etlw1613c156e was extended past the internal iliac artery. Per the physician the cause of the stent grafts lack of apposition was due to disease progression of the aorta. No additional clinical sequalae were provided and the patient is fine